Manufacturer narrative:
Additional information has been requested and if received, will be provided in a follow-up report.

Event description:
It was reported that "opened implant outer wrap and the inside packaging wasn't sealed properly."